Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: sample analysis, patient severity, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed; however, the exact cause is unknown. One 4 fr single lumen groshong nxt catheter was returned for evaluation. An initial visual observation showed use residue on and within the sample. The sample was flushed with a 12 ml syringe of water and a spraying leak was observed just distal to the 39 cm depth marker. A microscopic observation revealed a small, mostly straight split in the catheter tubing. The edges of this spilt were observed to be rough and uneven, and the split appeared to indent towards its center causing the edges of the split to be notably thin. The split was observed to indent inward on the inner wall of the catheter as well. While the exact cause of the damage observed in the returned sample could not be determined, possible contributing factors include contact with a rigid instrument, stylet damage, and compression damage.

Event description:
It was reported that the catheter was inserted on dec. 26, but it is leakage while flushing three days after the placement. It was stated the patient is fine. No other information was provided.

Event description:
It was reported that the catheter was inserted on dec. 26, but it is leakage while flushing three days after the placement. It was stated the patient is fine. No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.